Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred following an infusion site change. There was no impact to the customer's blood glucose level. Troubleshooting with tandem technical support indicted the occlusion was possibly at the site. The customer changed their site and delivered a bolus successfully.